Event description:
It was reported that a capture anomaly and low impedance were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received upon receipt, the lead was returned in two pieces. Analysis noted abrasions on the outer insulation. The analysis found abrasion on the rv cables efte insulation at 46.5 cm from the helix end. The abrasions found could be caused by friction to another device. The lead continuity was normal.